Event description:
Client reports that while being transported in a van the hinge on his backrest broke. There were no injuries associated with this incident.

Manufacturer narrative:
The chair involved in this incident was not built for this end user. He acquired the chair used in a secondary market after distribution. There were no injuries reported from this incident. The serial number of the chair was not known until it arrived at permobil on 12/18/2014. It was observed that the lower seat frame hinge had broken on both sides of the chair, this is an unknown failure mode for this model of chair. It was also noted that there was an airline claim ticket attached to the chair indicating that it had been transported in the recent past. The chair could have been transported in a manner which stressed the backrest hinges leading to a double failure. The DHR for this chair was reviewed and it was confirmed that it was built and distributed to a different client. The broken components were replaced with the most current parts from production and all seat functions were tested. This is a case of a used wheelchair being transported in such a manner that the components were stressed to the point of breaking. There was not a defect in the material or workmanship on this chair.